Event description:
Pt feels that pumps are infusing medication at the rate, it is stating. She believes its infusion too slow and she is feeling worse because of it. Replacement pumps sent. Current ones to be returned. No major injury to pt. Md made aware.